Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016: device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the pump¿s black box revealed that the date from the date of the event had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within the required range and delivering accurately. The original complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the patient had experienced frequent low blood glucose levels over the past two weeks. No numbers were specified and no symptoms were reported, which does not meet animas¿ criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.